Event description:
It was reported that during setup and inspection for use (prior to the patient being in the room), the rigid optical laparoscope had the light source connected to the scope but was missing an attachment. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction. The initial report was sent in error as pump head not working would not cause or contribute to a death or a serious injury if it were to recur. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.